Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 5.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.